Event description:
It was reported that the right ventricular (rv) lead dislodged into the right atrial (ra) resulting in noise causing inappropriate shocks due to atrial fibrillation (af.) It was also reported that the patient was externally defibrillated for one shock which introduced the patient into ventricular fibrillation (vf). Therefore, the device was programmed off and the rv lead and device was later removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: 6935m, implantable tachy lead, (B)(6) 2013. (B)(4).